Manufacturer narrative:
(B)(4). The device history record was reviewed and no abnormalities were noted during production; all manufacturing process requirements were met and the product was released per specification. Ten representative samples were received; and were reviewed from a dimensional and attribute standpoint. Based on the review of the samples, it cannot be determined what may have been the cause for the reported issue. A dispenser box change was implemented (B)(6) 2015 where the overall size of the box was modified and the artwork on the exterior of the box was changed to the current cardinal health branding. This artwork change does not come in contact with the mask. In addition, no changes to the mask were made at this time. All products are made from qualified materials that are inspected prior to release for manufacturing. In addition, all finished product must meet product specification and process controls prior to final release. At this time no action will be taken for this reported event. We will continue to monitor complaints for trends of this nature.

Event description:
Surgeon put on mask and after a couple of minutes he started coughing, and went into anaphylactic shock and loss of airway almost necessitating a cricothyroidotomy. Treatment included emergent subcutaneous epinephrine, 100% non-rebreather o2 (apparently o2 sats were in the low 70s), IV epinephrine, at least 200mg of IV hydrocortisone, and then racemic epinephrine. He was admitted to the ICU. The customer did not have any problems with this mask before the box graphic was changed. He is currently back to work after 3 days of recovery and high dose oral steroids as well as other immunosuppressants.